Event description:
The patient contacted animas on (B)(6) 2013, reporting that the pump emitted a call service alarm while taking a nap. The patient was disconnected from the pump. The patient successfully manually rebooted the pump, confirmed date/time/year and basal rate are correct. The patient also successfully completed rewind/load/prime steps while disconnected. The patient¿s blood glucose (bg) was 481mg/dl with nausea and vomiting. The patient was not aware how long pump was warning them of alarm. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to a pump alarm).